Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, attempts to interrogate the device were unsuccessful. The device case was opened and the battery monitoring voltage was measured. The result was much lower than expected. During inspection of the internal components, the mixed mode integrated circuit (mmic) was isolated. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. Final analysis concluded this damage occurred during the manufacturing process. The damage caused a high current drain, resulting in premature battery depletion and the observed lack of pacing and inability to interrogate the device.

Event description:
Boston scientific received information that this pacemaker displayed a magnet response of 100ppm, a full battery gauge and greater than five years longevity remaining during an office visit. (B)(6) later, after (B)(6) of implant time, the device displayed no magnet response and could not be interrogated. The patient's heart rate was in the 30s. The device was explanted and replaced. There was no report of adverse patient effects due to the low heart rate or due to the explant procedure. The explanted pacemaker was returned for analysis.